Event description:
It was found during the investigation of a returned pump that the customer complaint regarding the device the pump cassette sensor/ defective latch lock was confirmed through latch/lock test. There was no patient involvement or harm.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log was reviewed, and a review of the previous 12 months of service history was performed; however, no relevant findings were identified. Visual inspection and functional testing were conducted. The customer's allegation was confirmed through the latch/lock test. The probable cause was determined to be a defective latch/lock assembly. The latch/lock assembly was replaced. A latch/lock test was performed, followed by dso/uso sensor calibration and product verification testing (pvt). The unit passed all testing criteria. The software was updated, and the unit was reset to the standard configuration. Further investigation revealed nuvasil contamination on the uso seal and an indented aild. The uso seal and aild were replaced. Dso/uso sensor calibration was performed, followed by pvt, and the unit passed all testing criteria. The software was updated, and the unit was reset to the standard configuration.